Event description:
It was reported that pt has no hearing sensation at the moment, but was responding well before. Child is hyperactive according to audiologist and hit's his head sometimes, but trauma to implanted side is not confirmed. Technical check-up was carried out in (B)(6) on (B)(6), 2009; electronics of implant is working within specifications, but electrodes are damaged. There is high impedance for all electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.